Event description:
It was reported that after intra-vascular ultrasound (ivus) was performed with the bmw universal ii guide wire, the two devices became stuck to each other. They were withdrawn from the patient as a unit. Another bmw universal ii was used to complete the procedure. No patient effects were reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported via study, that during the procedure in the heavily calcified right internal/common artery, the nav6 recovery catheter was advanced, but could not retrieve the filter because, it became caught on the stent. The recovery catheter was removed from the anatomy and an rx accunet recovery catheter 1 and 2 were advanced separately, but could not retrieve the filter. After the rx accunet recovery catheter #2 was removed from the anatomy, the barewire was inadvertently pulled and the filter pulled through the stent and was retrieved from the anatomy. The patient remained stable throughout the procedure and there was no adverse patient effect. No additional information is available.

Manufacturer narrative:
(B)(4). (Incorrect removal). The rx accunet is being filed under a separate medwatch MFR number. Evaluation summary: there are several possible causes for difficulty advancing the retrieval catheter, including, but not limited to, damage to the delivery catheter, challenging anatomical conditions, stent post dilatation strategy, the newly deployed stent not being fully apposed to the vessel wall, lack of guide catheter support or interaction between associated devices. In this case, based on the reported information, it appears that the difficulty advancing the retrieval catheter is due to interaction with the newly placed stent. It may be possible that the stent was not fully apposed to the vessel wall or implanted in an angled segment of the artery, resulting in interaction between the retrieval catheter and the stent during advancement. It was reported that further attempts were made using an rx accunet recovery catheter 1 and 2 with no success, further suggesting that the difficulty is likely related to the anatomical conditions or stent apposition. It should be noted that the emboshield nav6 instructions for use (IFU) states, "removal of the barewire filter delivery wire with the emboshield nav6 filtration element through any interventional devices other than the emboshield nav6 rx retrieval catheter has not been tested." Reportedly, the barewire was inadvertently pulled and the filter pulled through the stent and was retrieved from the anatomy, it should be noted that the IFU states, "if the filtration element moves into the stented segment prior to retrieval, do not retrieve within the stent. Advance the rx retrieval catheter so that its tip opposes the proximal portion of the filtration element and gently push the filtration element distally until it is situated in an unstented portion of vessel. Retrieval can then proceed." In this case, inadvertently pulling the filter through the stent did not relate to the difficulty of retrieving the filtration element. Without the product, a conclusive cause for the reported difficulty of retrieving the filtration element could not be determined. However, there is no indication of a product quality deficiency. A review of the finished device lot history records did not reveal any nonconforming material records for this lot. All embolic protection devices are visually inspected for damage. In addition, a sampling of units is visually, dimensionally and functionally inspected.